Manufacturer narrative:
The insulin pump passed the priming, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. There was no excessive no delivery alarm. Cracked reservoir tube lip, cracked battery tube threads, scratches on the display window and cracked case near the display window corners during visual inspection. (B)(4).

Event description:
Customer reported via phone call no delivery during manual prime and high blood glucose. Customer's blood glucose level was 491 mg/dl. Customer treated their high blood glucose with a partial bolus. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.